Event description:
The MFR received info alleging that the internal battery would not charge. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR's svc ctr for eval. It was found that the battery would charge, but not to full capacity. The device's battery charge limit was reset to correct the problem. This report is being submitted as a part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).